Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was stored or without battery for more than 8 hours. The was advised to select ok to clear alarm. The customer was advised that transmitter and blood glucose meter will need to be connected to the insulin pump. The customer was assisted by performing settings. The customer was explain that this was normal behavior. The customer was advised to monitor insulin pump. The insulin pump will not be returned for analysis.